Event description:
On (B)(6) 2011, this pt was implanted with two gore excluder aaa endoprostheses to treat an infrarenal abdominal aortic aneurysm. It was reported there was some difficulty cannulating the contralateral gate of the trunk-ipsilateral leg component due to tortuosity. However, the procedure concluded without further incident and the patient tolerated the procedure. It was reported that on (B)(6) 2011, the pt presented with paraplegia. A spinal drain was placed on an unk date; the outcome of this procedure is unk. Additional info has been requested.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications. (B)(4).